Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50x12 synergy drug-eluting stent was advanced to treat the lesion; however, strong resistance was felt. The physician wanted to perform shaping of the device to make it cross but it was noticed outside the patient that the distal edge of the stent was lifted. The procedure was completed using a 12mmx2.5mm non-bsc stent. No patient complications were reported and the patient's status was good.